Event description:
The port was placed 7/18/96 for antibiotics. On 9/11/96, the pt experienced pain and discomfort during the infusion. On 9/30/96, the pt went back into surgery, where the catheter lock was removed from the port stem. A pinhole leak on the catheter was noted at the (see h10).